Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 150 mg/dl. Customer advised the green light did not blink when connected to the sensor. Customer received a lost sensor alert. Customer advised they discarded that particular sensor. Customer advised the needle hub was stuck in the serter. Customer advised the other sensor popped out on its own. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test. Sensor failed per specifications. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.